Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure device coming through the wall of the uterus/ removed the essure device from the uterus /') and device dislocation ('both of these had migrated one to the uterine wall where it seems to be going from inside to out and the other in the probable omentum') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and device expulsion ("both of these had migrated one to the uterine wall where it seems to be going from inside to out and the other in the probable omentum"). The patient was treated with surgery (exploratory laparoscopy with partial omentectomy). At the time of the report, the uterine perforation, device dislocation and device expulsion outcome was unknown. The reporter considered device dislocation, device expulsion and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine perforation, device dislocation, device expulsion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure device coming through the wall of the uterus/ removed the essure device from the uterus /') and device dislocation ('both of these had migrated one to the uterine wall where it seems to be going from inside to out and the other in the probable omentum') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and device expulsion ("both of these had migrated one to the uterine wall where it seems to be going from inside to out and the other in the probable omentum"). The patient was treated with surgery (exploratory laparoscopy with partial omentectomy). At the time of the report, the uterine perforation, device dislocation and device expulsion outcome was unknown. The reporter considered device dislocation, device expulsion and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine perforation, device dislocation device expulsion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.